Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source had corrosion on socket pins and had front panel mouth damaged. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the reported event. The lock mechanism and the scope detection slide are not functioning, and from this, we presume that the front panel blinked. However, the product has not been returned to qad of shirakawa plant and we cannot check the product¿s detailed status, thus we could not determine the root cause. About assembling non-olympus product, we found the description below in the instruction manual. Warning never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.